Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The general purpose operating system (gpos), real time operating system (rtos), and the cpu were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the event.